Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2017 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 627298, 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included vaginal dryness. Concomitant products included ibuprofen from (B)(6) to (B)(6) and paracetamol (acetaminophen) from (B)(6) to (B)(6) . On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), menstrual disorder ("abnormal menstrual bleeding") and anaemia ("anemia"). The patient was treated with surgery (on (B)(6) 2017 pelvic surgery - total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, headache and fatigue had resolved, the abdominal pain lower, menstrual disorder and anaemia outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: she tolerated the insertion procedure well. The number of expanded coils that appeared trailing into the uterine cavity was 4. Batch number: 627298, man date: 2008/05, exp date: 2010/05. Batch number: 717518, man date: 2010/02, exp date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (batch no. 627298, 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included vaginal dryness. Concomitant products included ibuprofen from 2014 to 2017 and paracetamol (acetaminophen) from 2014 to 2017. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), menstrual disorder ("abnormal menstrual bleeding") and anaemia ("anemia"). The patient was treated with surgery (on (B)(6) 2017 pelvic surgery - total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, headache and fatigue had resolved, the abdominal pain lower, menstrual disorder and anaemia outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: she tolerated the insertion procedure well. The number of expanded coils that appeared trailing into the uterine cavity was 4. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet & medical record received. Events migraine, headache, dysmenorrha, dyspareunia, anemia, fatigue & menstrual disorder are added. Lot numbers added. Historical condition added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.